Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3073 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC pipeline cannot be used for normal infusion, and the blood cannot be drawn back. No other information was provided.